Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -dust in the output socket caused all the leds on the front panel to flash and display clv scope error e300. Error code e300 means that the endoscope is connected incorrectly. After removing the dust, the device worked fine. -the chassis was heavily rusted. -there was a lot of dust inside the device. -the front panel chassis was heavily rusted. Since the phenomenon was resolved by removing the dust from the output socket from the evaluation result of the device, it is possible that the leds on the front panel flashed due to poor communication with the endoscope due to the effect of dust adhesion. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual prohibits the use of the device in a dusty environment. By following this instruction, it may have been possible to prevent the occurrence of the reported event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) private limited but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by a technician that during the preparation for use, the light guide connection error e304 occurred and the led on the front panel flashed intermittently. Error code e304 means that the output connector of the video system center is not connected correctly. In addition, dust had accumulated heavily inside the device. There was no report of patient injury associated with the event.